Event description:
It was reported that the device was used a laparoscopic gastric bypass, the device broke in the pt's abdominal wall. The distal portion had to be removed by slightly extending th port-site incision and using a hemostat to retrieve it from the fascia.